Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two different strengths of pregabalin (75 mg and 50 mg) were needed. The 50 mg cubie failed twice and did not allow the nurse to access the medication. The customer stated that they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a cubie failure. A field service engineer found pocket failures in main drawer 2.1, removed all pockets from the drawer, reseated the row board cable, and restarted the station. The hardware testing application test tool was then run, and no further issues were identified. The system functioned as intended after the field service engineer repaired the device.